Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sustained a ventricular tachycardia (vt) storm requiring 9 shocks to terminate arrhythmia and went to the emergency department. Device interrogation showed that the device had reached end of service (eos) and early battery depletion was suspected. The device had been programmed to very high output due to the left ventricular (lv) lead, which was reported as not having optimal placement since the time of implant. The device was urgently replaced and the lv lead remains in use. No further patient complications have been reported as a result of this event.